Manufacturer narrative:
H3) the software analysis looked at the logs and exam but provided no additional insight regarding the cause of reported complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the size of the tumor was 4cm by 2cm. Approximately 2cm by 2cm were left behind during the procedure. The health care professional didn't detect any inaccuracies during the procedure.  After the follow up procedure the tumor was completely resected.

Manufacturer narrative:
Patient weight not available from the site. Other relevant device(s) are: product ID: 9 735585, version #: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that a post-op MRI after a cranial procedure showed that the health care professional was inaccurate and missed the tumor. The patient has been rescheduled for surgery. There was no delay to the case. No further information was provided. Additional information was received from the manufacturer representative (rep) stating that they talked to the health care professional (hcp) and they stated that no healthy tissue was removed. They weren¿t sure the exact number measurement for inaccuracy but said there was a large amount of the tumor left behind after the first case which lead them to believe the navigation system was off. Nothing happened that would lead the rep to believe the system would be inaccurate. The hcp is an avid user of the navigation system. The patient was having normal recovery after the first surgery. The second surgery was scheduled for tuesday december 3rd. The hcp removed the remainder of the tumor and was pleased with the system's accuracy.